Event description:
Physician placed the psc041 in triaxial technique using a prowler select plus and 0.14 guide wire. He attempted to place the pss041 separator thru the psc041 and could not advance the device. He thought the separator may have been damaged in the process and opened a second pss041 and attempted to pass it thru the psc041 and could not. He inspected the psc041 and noticed it was kinked distal to the strain relief. He believes he kinked the catheter when tightening the rhv valve on to the catheter hub. There was no patient injury. He successfully completed the case with penumbra 032 system. The case was delayed a few moments by this issue. The catheter was removed and replaced with another psc041/pss041 followed by the penumbra 032 system.

Manufacturer narrative:
Technical evaluation: the incident is confirmed as reported, though the kink noted in the incident report was closer to the hub than any kinks observed in the returned unit. The DHR of the manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 0829 (lot # l15272). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.